Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect cubies opened upon retrieval. The technical support specialist dialed into the application server to investigate failed storage space. Ran the es website for the station and found error messages in the logs and the user was unloaded and reloaded the medications and resolved the issue. Medications were displaying correctly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, incorrect cubies opened upon retrieval. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.